Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The pump was reset to clear the alarm and the cartridge was reloaded. Subsequently, a minimum fill notification occurred. Customer¿s blood glucose level was 300mg/dl. Reportedly the customer continued to use the pump for insulin therapy.